Event description:
The customer reported that the device would not deliver a shock.

Manufacturer narrative:
(B)(4). The customer reported that the device would not deliver a shock. Philips evaluated the device and verified the reported symptom. An internal cable was reseated to resolve the issue.